Manufacturer narrative:
(B) (4)

Event description:
Baxter sales representative left a voice message for corporate product surveillance (cps) after business hours on (B) (6) 2009 to relay customer reported incident which occurred on unknown date using unspecified baxter infusion pump. The customer reported an increase number of occlusion alarms detected in the nicu (neonatal intensive care unit) on unknown date(s). The lot number is unknown for the sets due to them being prepared elsewhere and all packaging is discarded. There were five incidents involving separate colleague pumps, where the pump alarmed occlusion after two days of infusion. The event occurred during use. The sets had to be changed and in one instance they had to reassess the PICC (peripherally inserted central catheter) line, which has the potential to harm the patient. There was no adverse event, patient injury or medical intervention associated with this report. There was nothing visibly occluding the tubing; however, the pump still alarmed. The customer replaced the .22u filter after each incident and the pumps worked fine. The customer did not believe that there was any problem with the pumps involved. The customer believed that the problem was with the filters. The customer had the same problem a while ago, and the customer switched to the 2h5660. Due to this being an issue again, the customer has requested their baxter sales representative to find a replacement product for them to use. The customer decided to try the 60' micro volume extension set with 0.22 micron air eliminating high pressure flat membrane filter, product code 2n3350. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation of interruption of therapy. The customer stated that she had a limited amount of pumps and didn't want to send in any for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
Baxter sales representative (bsr) left a voice message for corporate product surveillance (cps) after business hours on (B)(6) 2009 to relay customer reported incident which occurred on unknown date using unspecified baxter infusion pump. The customer reported an increase number of occlusion alarms detected in the nicu (neonatal intensive care unit) on unknown date(s). The baxter sales representative stated that the customer was not certain if the problem was with the unspecified pump or unspecified IV tubing (B)(4). Patient involvement was not specified. During a follow up phone call on (B)(6) 2009 the nurse manager noted five (5) separate incidents involving (5) separate colleague pumps (serial numbers unknown and date of events) where the pump alarmed occlusion and interrupted therapy after two days but less than 3 days of continuous delivery of a tpn. The nurse manager stated that there was no patient injury associated with any of the incidences. Additional information from the nurse manager received on 12/23/09 noted that all occlusions occurred downstream and that the occlusions were associated with use of a .22micron downstream filter. Additional information obtained from the customer on 12/29/09 determined that one of the pumps involved was pump (B)(4). The software version for this device is currently not known.